Manufacturer narrative:
The ptc investigation result was provided on 08-sep-2015: ptc global number is (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she ended up having a tubal due to side effects and complications including one of the coils embedding in her uterus. This event, interpreted as device embedded (partial perforation), is listed in the reference safety information for essure. Considering the nature of device embedded and the lack of alternative explanation, this event is assessed as related to essure. This case is regarded as incident since a device removal was required. Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in (B)(4) 2015 (case# (B)(4), awareness date 12-aug-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted. The consumer reported she ended up having a tubal due to side effects and complications she endured after having essure placed including one of the coils embedding in her uterus. She also reported she still has one coil un place and live daily concerned that the coil will migrate and cause even an ounce of the pain and trouble the first migrated caused. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she ended up having a tubal due to side effects and complications including one of the coils embedding in her uterus. This event, interpreted as device embedded (partial perforation), is listed in the reference safety information for essure. Considering the nature of device embedded and the lack of alternative explanation, this event is assessed as related to essure. This case is regarded as incident since a device removal was required. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.